Event description:
The patient underwent a diagnostic coronary angiogram followed by a right coronary intervention. During the interventional procedure, a 6f introducer was sized up to a 7f introducer due to bleeding at the site. Following the procedure, an 8f angio-seal sts plus was used to seal the right femoral arteriotomy site; the groin was bruised, the patient complained of the leg being stiff. The patient was discharged. Approximately 22 days later, the patient experienced a sudden onset of severe pain going down their leg on the lateral aspect and presented to their physician. The patient was admitted to the hospital; an ultrasound revealed a pseudoaneurysm with a dissection extending distally in the leg. The right groin was swollen; popliteal pulses were good bilaterally, the dorsalis pedis pulse was good. The patient underwent surgery using an epidural anesthetic block for repair of the pseudoaneurysm and dissection. The hgb. Decreased to 8.7 and the patient was given blood. Oral potassium was prescribed for a low potassium level. The angio-seal device was discarded by the surgeon. The patient left the recovery room with a foley catheter placed in the bladder, a jackson pratt drain placed and the wound closed with staples. A portable chest radiograph was done and blood gases and labs were drawn. The patient was transferred to the intensive care unit with good pedal pulses. The patient was reportedly recovering.